Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported by the doctor that during a surgery, while placing a nail, the drill fractured in the cortical bone. The fragment of the drill was then removed.